Event description:
Patient received tpn at 21:00 set for 125ml/hr x 12 hours. When day shift rn assessed the pump in the am, noticed that bag was still full. Also noticed that tubing where the blue clamp sits above the pump was partially clamped off and the drip chamber was not moving. Clamped off the tubing and the pump never alarmed to notify of any occlusion. Patient did not become hypoglycemic or receive the full dose of tpn ordered, but appeared to receive partial.